Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the smartsite valve broke whilst the patient was undressing. From the reported information there are no indications of serious injury to the patient or user as a result of this incident

Manufacturer narrative:
The customer¿s report of a broken smartsite was confirmed. Visual inspection noted that smartsite was received with the white female luer adaptor (fla) separated from the body; a breakage was noticed at a part of the clear casing body where the fla is welded together. No other damage or any anomalies were noted. The root cause could not be identified. However, the customer confirmed that the smartsites are being cleaned with 2% chlorhexidine for 30 secs and then air-dried.